Event description:
Customer reported the system is displaying a kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the battery pack needs to be replaced. Customer will replace battery pack.